Manufacturer narrative:
On 9-jan-2024, the product investigation was completed as the device has been discarded by the procedure's medical team. Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31147234l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade treated with a pericardiocentesis and prolonged hospitalization. Atrial septal puncture was performed by a mechanical needle. Ablation was performed before pericardial effusion or tamponade was identified. No evidence of steam pop. The cardiac tamponade occurred after ablation. There were no abnormalities observed before or during use of the product. It was confirmed that the patient¿s blood pressure was decreased after performing cardiac drainage. The patient¿s blood pressure was recovered, and the patient was sent to ICU. The patient outcome is fully recovered. Since the drained blood from the patient was highly suspected to be venous blood, the physician suspects that a small wound from the coronary sinus (cs) may have caused a buildup of pericardial fluid. The physician thinks bwi products are not related. There is no confirmation of a wound in the coronary sinus (cs) and is only suspected. Therefore, the cardiac ablation catheter is the most suspected device as ablation was performed.